Manufacturer narrative:
E1 - facility name: (B)(6) hospital information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not display any image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 error due to cable failure, and flooding due to cable damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e226 error occurred due to a communication failure caused by a cable malfunction. Additionally, the water intrusion resulted from the damaged part of the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not display any image. There were no reports of patient harm.